Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Reportedly, the customer was using cold insulin and was not following the proper air removal steps for the cartridge. Tandem clinical support educated the customer to always use room temperature insulin and to follow the proper air removal steps. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Customer had not addressed bg at time of troubleshooting. System check was being performed by tandem technical support; however, the customer wasn't able to complete the check at the time of report. The customer would clear the alarm and resumed insulin delivery to address the issue.